Manufacturer narrative:
G4: 23oct2020 b4: (B)(6) 2020 the determination could be made that the device failed to meet specifications. The navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17aug2020; b4: 19aug2020. The manufacturer's field service engineer (fse) performed duplicated and confirmed the reported issue. Upon reaching out to the customer, it was discovered that the event happened during preventative maintenance. Customer mentioned that as he turned the device on, the numbers were jumping. He unplugged the device to trouble shoot. Took the nav-ring off and plugged it back into the board. The device worked for some time however, it stopped working and that is when the customer decided to call in for servicing. The malfunction occurred repeatedly. Customer said the device did not change deliver therapy on it's on without user input. However, the volume settings changed during service mode. The fse was dispatched to the location to process the repair. The front bezel was replaced. The unit has now successfully passed all testing and was returned to service. No other abnormality was observed by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09aug2020.

Event description:
It was reported that the unit had a navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The manufacturer's field service engineer (fse) duplicated and confirmed the reported issue. The fse was dispatched to the location to process the repair. The unit successfully passed all testing and returned to service. No other abnormality was observed by the customer.